Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report, an unspecified medication "was entered as 90mls to be infused (the bottle is a 100mls), and emptied way too fast". There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module infusing too fast could not be confirmed. Log review and testing could not identify or replicate the reported issue laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. Review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. The review of the concomitant pcu event log showed that on 01oct2025 at 7:53 am, the suspect pump was attached to the system and the user programmed a new propofol guardrails infusion with a dose of 100 mcg, a rate of 52.8ml/hr and a volume to be infused (vtbi) of 90ml. The primary volume infused (pvi) was recorded as 0ml. The user paused the infusion. At 8:12 am, the user started the infusion. At 8:15 am, the user programmed a bolus dose of 30mg with a duration of 11 seconds and a vtbi of 3ml. At 8:35 am, the user updated the dose to 90mcg. The rate changed to 47.52ml/hr. The pvi was recorded as 22.826ml. At 8:43 am, the user updated the dose to 100mcg. The rate changed to 52.8ml/hr. The pvi was recorded as 29.105ml. At 9:14 am, the user updated the dose to 90mcg. The rate changed to 47.52ml/hr. The pvi was recorded as 56.126ml. At 9:40 am, the channel performed an auto restart and alarmed for patient side occlusion, safety clamp open and door open. The user restarted the infusion. The pvi was recorded as 77.013ml. At 9:47 am, the user updated the vtbi to 97ml. The pvi was recorded as 80.566ml. At 9:51 am, the user paused the infusion and channeled off the unit. The pvi was recorded as 84.095ml. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The incident bd primary administration set was not returned for this investigation; therefore, it could not be tested. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Root cause: the root cause of the report of an over infusion could not be determined. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g02017, c0503, d08, g04067, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report, an unspecified medication "was entered as 90mls to be infused (the bottle is a 100mls), and emptied way too fast". There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: initial reporter phone #, imdrf annex b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report, an unspecified medication "was entered as 90mls to be infused (the bottle is a 100mls), and emptied way too fast". There was patient involvement, but no harm.